Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down after bumping the power supply while cleaning the device. Rebooting the system resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down after bumping the power supply while cleaning the device.

Manufacturer narrative:
H10: additional narrative: on(B)(6)2018 , bme charles cousineau at central washington hospital reported the cns-9701a (mu-971ra sn:1751) shut down improperly. The power supply got bumped while cleaning out the unit. When it powered back on, arrhythmia recall got "data loading" on all tiles. Full disclosure was working fine. Service requested troubleshooting/assistance service performed customer was advised the hard drive appeared to be corrupted. Customer reported on 01/26/19 that the issue was no longer present. The arrhythmia recall was fully functional after almost 2 hours of "data loading". No further issues. Customer was also advised that the hard drives for this model cns were serial specific and cannot be used on other cns's without major communication issues. Investigation result the device was put into service on 03/27/11, which is almost 7 years prior to the reported issue. A review of unit's sap history found no previously reported issues with hdd or arrhythmia recall. The root cause is determined to be user error. The power supply was inadvertently "bumped" during cleaning of the unit, causing the cns to shut down improperly. There was an issue with arrhythmia recall after improper shut down of the cns. This is related to historical data, not real time patient monitoring. Per customer, the arrhythmia recall was fully functional after 2 hours. No part was replaced to resolve the issue. There were no further reported issues with the unit's arrhythmia recall. Based on the given information, this issue is not suspected to be caused by deficient device or design. Corrected information: g4. Date received by manufacturer: should be 01/25/2018 not 02/23/2018 as listed on MDR initial report additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Correction additional information h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down after bumping the power supply while cleaning the device.